Manufacturer narrative:
The main component of the system, other applicable components are: product ID 7482a66, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there was a high impedance value of greater than 40 ,000 ohms on the case and 0. There was also a low impedance value of 95 ohms reported on 2<(>&<)>3. The impedances were checked and found prior to a routine elective replacement indicator (eri) battery change. Following the battery replacement, high impedances of greater than 40,000 ohms were found on all 0 configurations. The patient was not using the elected contacts and was still getting therapy. It was noted that the first high impedance issue began on (B)(6) 2013 on contact 0. In (B)(6) 2013 and on (B)(6) 2015, contact 0 showed low impedances but when tested in (B)(6) 2015, impedances were within normal limits. No symptoms were reported. Additional information has been requested regarding troubleshooting, cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Please see report numbers 3004209178-2016-07247 <(>&<)> 3004209178-2016-07248.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the health care provider (hcp) dried off the extension and reinserted it but no change was noted. No other information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.